Event description:
Secondary-cl3001, lot #14114306, primary-14687-28/lot # 14217587. Rn hanging decitabine on line b, as soon as pushed start on the plum pump, fluid noted leaking out at spinning spiros on the dectiabine secondary line, that came from the pharmacy. This line had been primed with saline at the pharmacy and rn was at the chairside, immediately turned off the pump and clamped the secondary line. Decitabine was returned to the pharmacy. Pharmacy did not have to waste the bag, they returned the bag with new secondary tubing. Primary tubing was chanted since high likelihood of proximal occlusion.